Event description:
It was reported that the biomedical engineer was about to perform maintenance on the epg (external pulse generator), when rattling inside the epg was heard as it was picked up. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Upper and lower cases are broken. High rate cover is broken. Ring cover is contaminated and two side bail covers are contaminated/broken. One knob spring is bent. One control knob is out of specification (spring holder worn).